Event description:
Reporter alleged blood glucose measured 277 mg/dl back to back with a result of 86 mg/dl when testing was performed within a few minutes apart. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.